Manufacturer narrative:
The customer called to order a replacement part.

Event description:
It was reported to philips that the ac power module for the device was faulty. The device was not in use on a patient.